Event description:
The pt reported blood glucose results of "220 mg/dl, 177 mg/dl and 144 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter and control solution were replaced.